Event description:
A malfunction was reported with the pump, displaying malfunction code 16, which persisted after attempts to reset it. The impact on the customer's blood glucose level was unknown as they declined to answer specific inquiries regarding their levels. In response to the malfunction, technical support assisted the caller with resetting the pump, confirmed the shipping address, and arranged for a replacement. The problematic pump was to be returned using a prepaid label, and the customer planned to use alternate insulin delivery through multiple daily injections.